Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported emergency medical technicians were called when her blood glucose was in the 600 to 699 mg/dl range, after her insulin pump fell out in the night. The emergency medical technicians took her to an emergency room where she was admitted for a few days and treated. The customer will not be returning the insulin pump for analysis at this time.